Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing; this showed the device would not pump fluid as expected. The pumping process was slow which then led to an over-temperature alarm. The issue was caused by a faulty pump. The cause of the component failure was not confirmed.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing; this showed the device would not pump fluid as expected. The pumping process was slow which then led to an over-temperature alarm. The issue was caused by a faulty pump. The cause of the component failure was not confirmed.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in good condition. There was no physical damage on the unit. The investigator filled the tank with water, plugged in the line cord, and turned on the power switch. Right away the investigator noted that the faulty pump was very loud and extremely slow. The slow operation of the pump was causing it to leak into the internal circuitry of the device. This is what activated the over temperature alarm. The alarm was no longer triggered after the pump was replaced. The temperature on the unit was stable. The customer reported product problem (poor circulation/over temperature) was therefore confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the pump component of the level 1 hotline low flow system (hl-90) was not circulating the water as intended. As a result, the device was heating up considerably and entering into an over temperature state. The fluid warmer produced an alarm. It was not known if a patient was involved in the incident. No patient injury or complications were reported in relation to this event.